Manufacturer narrative:
The lens was returned for evaluation, wrapped in gauze, with paperwork indicating the reported lens serial number. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found the lens was in two pieces. The optic had been cut or torn in half and one haptic was attached to each piece of the optic. Both haptics were bent. Due to the device condition, functional and diopter testing could not be performed. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There had been no other events reported for this product lot. Based on the information provided, a definitive root cause could not be determined. No corrective action is necessary at this time.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s right eye approximately twenty-three months post-implant due to wrong power. As no replacement lens was implanted, the patient remained aphakic. Though requested, no additional information has been received.

Manufacturer narrative:
Additional info: h10/11 additional information indicated this event is unrelated to the device; therefore it is no longer deemed reportable.